Manufacturer narrative:
G4: this part is not approved for use in the united states; however, a like device with catalog # 55811015540, upn# (B)(4) and 510k # k122433 was cleared in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a screw used for spinal therapy. It was reported that when the sleeve of the long retaining driver was securely tightened and attached, the screw head was not fixed to the screw shank, resulting in free-spinning of the screw head. There was no patient involvement reported. There were no further complications reported regarding the event.